Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform occlusion, prime and no delivery tests due to the motor error alarm. Cracks by the battery tube threads, reservoir tube, display window, scratched lcd window and missing end cap sticker also noted.

Event description:
Customer reported that the insulin pump alarmed motor error during manual prime and the drive support cap is sticking out. Nothing further was reported.